Event description:
Error code given when 2 different catheters were connected to the console. Balloon catheters removed from use, no harm to the patient. Device representative and tech support notified. Awaiting further investigation regarding error code with medtronic, lot numbers were 53802 and 80979.